Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore, the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be submitted upon completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This report was not confirmed. The lot number is unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of this report was use error. The labeling review found the patient at home guide to be adequate for a use/user error identified in this incident. Baxter has conducted a trend review and found that similar report has been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
While troubleshooting with global technical services (gts), the patient stated he was using the same supplies from the previous therapy. The patient had trouble getting through to baxter, so he just disconnected, left the supplies where they were and then reconnected himself tonight to the same supplies. Gts advised the patient to end therapy and start over with new supplies. Gts also advised the patient to contact their dialysis nurse in the next 24 hours to let her know what happened. Gts walked the patient through ending therapy early. Product surveillance contacted the patient's dialysis nurse who explained the patient was at the clinic for a follow-up visit with the doctor not too long ago (date not provided). The nurse stated she was not aware of the event. Product surveillance explained, and advised the nurse the patient would possibly need further training. No injury or medical intervention was reported.